Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the stated that the insulin kept squirting out. The customer declined troubleshooting. The customer's blood sugar is 361 mg/dl. The insulin pump will not return.